Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. The recent estimated battery longevity is 3.5 years, with 137% power usage. A copy of device memory was saved and submitted to technical services (ts) for further review of the battery. A ts consultant discussed that the power consumption is increasing in a gradual fashion, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. It was also noted that therapy remains available. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. The recent estimated battery longevity is 3.5 years, with 137% power usage. A copy of device memory was saved and submitted to technical services (ts) for further review of the battery. A ts consultant discussed that the power consumption is increasing in a gradual fashion, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. It was also noted that therapy remains available. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information that this device still remains implanted and in service. The patient will be put under latitude remote monitoring.